Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Pump was returned on (B)(6). 2023. The pump was evaluated on (B)(6). 2023 and the results are below: the event log was reviewed, and there were no lines that indicate a system error took place. Reported issue is not confirmed.

Event description:
On 11/29/2023 infutronix received a report from a distributor that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. No patient involved. Device was returned.